Manufacturer narrative:
(Conclusions): the pt heating was most likely caused by unwanted rf interference. Such interference is hard to predict because with rf interference many factors play a role: the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used, and etc. Therefore, the same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. In this case, the cause of the burn is most likely a combination of these factors. For example, the fact that the pt was large, perspiring, touching the bore, wearing the plastic hosp wrist band, moderate sar levels, combination of monitoring cables with the philips coil, and applied scan techniques. The system was tested and checked with no errors. System is within operating specs. A root cause is unk at this time. Note the indicated importer has received FDA exemption number, to submit one FDA form to satisfy both the importer and MFR for the same event.